Event description:
Kurin device used for drawing blood cultures. When first bottle was removed, needle in vacutainer was not covered by rubber stopper and blood flowed freely from device. No blood exposure occurred.